Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/30/2024 it was reported by a sales representative via sems-06581981 that an ar-12990 knee scorpion¿ was not grabbing the suture. The issue was discovered during the surgery. Another device was swapped, and the case was completed with no adverse effects on the patient.